Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2023-05761. It was reported the patient lost effective coverage due to the right l5 and s1 drg leads had migrated. This was confirmed via x-ray. As a result, both the leads were explanted and replaced with new leads and restoring therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight ) further information was requested but not received.